Event description:
During a coronary drug eluting stenting treatment procedure a probable dissection occurred. In 2005 the target lesion was located in the 90% stenosed left posterior lateral artery (lpla) and was accessed via graft vessel. The vessel was predilated using a 2.0 x 15 mm maverick balloon and after there was poor or absent run-off. The physician then deployed a 2.5 x 16 mm taxus express2 drug eluting stent at 14 atms, this stent, however, did not restore flow. The physician then attempted to place a 2.5 x 20 mm taxus express2 drug eluting stent but was unable to deliver the stent and the stent was removed from the body. Distal stenting wasn't possible and contrast through the balloon showed severe disruption of the small diffusely disease vessel. The reported complication was no reflow due to probable dissection in the proximal lpla following angiogplasty, unable to reestablish flow despite stenting and multiple attempts. No pt complications were reported. The pt was taken to ccu.